Manufacturer narrative:
Additional information received indicated the device was explanted and returned for analysis. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this device which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, declared elective replacement indicator (eri) with a monitoring voltage of 2.53 volts. Approximately two months later the device declared end of life (eol). The current monitoring voltage was 2.43 volts. It was determined that eol was declared due to a charge time measurement greater than 30 seconds. This patient is pacemaker dependent. A device replacement procedure is scheduled for a date in the future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.